Event description:
Caller reported a cartridge alarm issue with their insulin pump, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of consecutive cartridge alarms and arranged for the pump to be replaced, as it was still under warranty. Caller was advised to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. A replacement pump, equipped with updated software, was sent to the customer, and they were informed about the process of returning the malfunctioning pump. Instructions were provided on how to store the pump and program the replacement pump with necessary settings, including connecting their continuous glucose monitor. Due to clear communication and detailed instructions, the customer acknowledged all guidance and was prepared for the necessary steps.